Manufacturer narrative:
This event was reported in a conservative manner, due to the delay in procedure and potential for serious injury. Based on the information provided, the valve was ultimately implanted and confirmed to be functioning well. As such, the paravalvular leak that was originally identified is reasonably attributed to malpositioning, and the operational context is therefore considered to have contributed to the event. Although the implant was ultimately successful, re-implanting the perceval valve following explant was performed contrary to warnings provided in the IFU, which state that an explanted valve should not be re-implanted. Device still implanted.

Event description:
A perceval pvs27 was implanted in a patient with a plicated commissure (non/left coronary). The valve was implanted, but tee showed paravalvular leak at the non-coronary leaflet. Cross-clamp was reapplied, and the valve was removed using the z-maneuver. The valve was re-sized and an xl was again determined to be suitable. The same valve was re-collapsed and re-deployed. Tee showed no leakage. The mean and peak gradients were 5 and 10 mmhg, respectively. The first cross-clamp time was 87 minutes, while the second cross-clamp time was 27 minutes.